Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19399, and 1627487-2021-19400. It was reported that the patient was not getting adequate therapy due to lead migration of the l2 and s1 leads. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted and replaced. The patient has effective therapy post operatively. It is unknown which s1 lead migrated, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.